Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with ectasia in right eye post treatment on (B)(6) 2015. Original treatment was in (B)(6) 2007. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of uncorrected blur vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2007: right eye pre-op 20/20 -5.25 x -.25 x 147; left eye pre-op 20/20 -4.75 x -.25 x 13. It was reported that patient was referred for corneal crosslinking for both eyes.